Event description:
It was reported that the patient presented with a driveline power fault alarm that would not resolve with self-test. The modular cable was exchanged, and fault alarm did not recur. Of note the patient was returned to the original system controller after the exchange was completed. The patient did not have their backup controller with them, so the modular cable was exchanged with a different controller then switched back to the patient's primary controller. Log files from before and after the modular cable exchange were sent for review. The event log file showed multiple driveline power faults (pwr b) on 20jun2025 that started at 10:12:25. The event log file showed the modular cable replacement on 20jun2025. At 12:22:49, the pump appeared to have functioned as intended with the driveline power faults resolved. There were no further complaints of driveline power faults from the patient following the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number 9115826) was returned and tested with the event system controller and a driveline power fault alarm was reproduced, confirming the reported event. The modular cable did not pass insulation testing, and the red wire, responsible for the power b line, was noted to measure as an open loop, indicating wire damage. Damage to this wire would cause a driveline power fault alarm to activate. Data was reviewed in the submitted log files from the reported event date of 20jun2025. At 10:12, a driveline power fault alarm activated due to intermittent fluctuations of the power b signal. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. Provided information indicated that the system controller and modular cable were exchanged. The root cause of the reported driveline power fault alarm was determined to be due to the wire damage in the modular cable; however, the root cause of the damage to the modular cable was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.